Manufacturer narrative:
Investigation results: device analysis: the returned device consists of embold fibered delivery system with the perforations intact. A non-bsc microcatheter was returned with the device. The device was examined visually, microscopically, and with x-ray imaging to reveal a stretched and broken coil extending from the proximal end of a non-bsc microcatheter and a bent distal and proximal coupler. Device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the embold device confirmed that the reported events are known events defined in the product's risk management documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically.

Event description:
Reportable based on product analysis on (B)(6) 2026. An embold? Fibered was selected for use to treat a splenic artery aneurysm. During coil positioning, the physician attempted to recapture the coil, but there was resistance encountered, and the coil began to fray. The coil prematurely deployed within the microcatheter. The coil was removed together with the microcatheter. The coil was replaced with another of the same device and the case was successfully completed with no patient complications. However, returned device analysis revealed that the main coil was broken.